Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal bleed procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during preparation, the suture on the ligator head was noted to be torn out of the package. Another speedband device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.